Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2016, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2019, the patient experienced a stoma site infection with purulent discharge and hypergranulation tissue. On (B)(6) 2019, a culture showed gram positive cocci and the patient began 500mg of flucloxacillin four times daily.

Event description:
Additional information received on 08 oct 2019: the spouse reported that the patient has been experiencing ongoing peg site infections since may 2019 with unspecified oral antibiotic(s), which were unsuccessful. A decision was made by the treating team to remove the pegj tubing and cease duodopa therapy. At the time of report, the patient's general health had steadily declined and is now living in a nursing home. It was reported that the recurring stoma site infections resolved.

Manufacturer narrative:
Reference record (B)(4). It was unknown if the device involved in the event was discarded or will be returned; therefore, a return sample evaluation is unable to be performed. However, if the device is received, a follow up report will be submitted upon completion of the return sample investigation. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.